Event description:
Initial info received from a consumer on (B)(6) 2011: a (B)(6) year-old female receiving therapy with poly-l-lactic acid (sculptra, lot# and exp date unk) for cosmetic purposes reported side effect from injection done about 5 years ago. Consumer reported she had indentation under her eye. She reported the physician injected half a vial in the area to try to fill it in and now she has a "knot" there that will not go away and that it occurred right after injection. She stated she was not told to massage the area either after the injections. The consumer reported the "knot" is shaped like a "worm" and is approx 0.25 inches by 1.5 inches. She mentioned that she was told by other physicians that it would never go away. Consumer stated physician told her that if they tried to remove it, there would be a "huge scar". She reported that they tried injecting it with triamcinolone acetonide (kenalog), but she stated that "ate away the skin in the area and left it looking even worse. The physician has filled the area in with hyaluronic acid (restylane), but stated it looks bad. She stated it is more noticeable now that she has aged and her skin has fallen. She stated that there are no signs of inflammation and the nodules is visible but no biopsy was performed. There was no evidence of a systemic process. She reported the event as ongoing at the time of this report. She reported that intralesional injection of medication was performed but not surgical intervention was done. She further stated no treatments performed to preclude permanent impairment of the body function or damage to a body structure. No medical history reported. No further info reported.